Event description:
The following information was received from (B)(6) and is a spontaneous report by a baxter employed health professional from india. The report is of a break in aseptic technique and peritonitis, in a patient coincident with dianeal ultrabag (dianeal_2.5% pd2_solution for peritoneal dialysis_bag, pvc) therapy. On an unreported date, the patient began treatment with dianeal ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter india technical services, the following was reported. On an unreported date, a break in aseptic technique occurred, which was further described as the patient that had made a mistake and area not cleaned before starting the pd therapy. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for peritonitis. The cause of peritonitis was a break in aseptic technique. The patient was treated with fortum (1g, once daily, route not reported) and vancomycin (1g, once in five days,route not reported).

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The condition of use error - breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.